Event description:
It was reported patient underwent a comprehensive reverse shoulder arthroplasty on (B)(6) 2013. Subsequently, a revision procedure has been indicated due to pain; however no revision procedure has been reported to date.

Manufacturer narrative:
This follow-up report is being filed to relay additional information which was unknown at the time of the initial medwatch.

Event description:
It was reported that patient underwent reverse total shoulder arthroplasty on (B)(6) 2013. Subsequent radiographs revealed that the humeral tray and bearing may have been too large for the patient. A revision procedure was performed on (B)(6) 2014 due to pain and the humeral tray, humeral bearing glenosphere and taper adapter were replaced with custom fitting implants.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
It was reported that patient underwent a right comprehensive reverse total shoulder arthroplasty on (B)(6) 2013. Subsequent radiographs revealed that the humeral tray and bearing may have been too large for the patient. A revision procedure was performed on (B)(6) 2014 due to pain. The humeral tray, humeral bearing glenosphere and taper adapter were replaced with custom fitting implants. Additional information received from operative report noted patient was revised on (B)(6) 2014 due to pain. Operative report further noted scarring and that the base plate had anterior overhang causing irritation during the revision procedure.

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch.

Event description:
It was reported patient underwent a comprehensive reverse shoulder arthroplasty on (B)(6) 2013. Subsequently, a revision procedure has been indicated due to pain; however no revision procedure has been reported to date. Additional information received noted a revision procedure has been indicated due to pain and the current implant being too large. A custom implant has been requested.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 13 states, "intraoperative or postoperative bone fracture and/or postoperative pain."